Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Functional/duplication testing was performed, and no failure was identified related to the reported high bg issue.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was 583 mg/dl; cause was unknown. Customer administered a correction bolus via insulin pump to address the blood sugar. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.